Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose as low as 30mg/dl; the patient reported treating with oral carbohydrate and then passed out. The patient reported that upon waking, blood glucose levels had increased to 64 mg/dl. The patient stated that everytime the cartridge was changed, blood glucose levels would go low after a few hours. The patient reported changing out cartridge and infusion set every 3 days. The pump was reviewed and the total daily dose history appeared accurate. The prime history was reviewed and found that the patient had primed 5.2 and 7.1 units in two consecutive primes. The patient was advised that prime should be about 10-12 units; the patient indicated having to prime twice each time. The patient denies being attached during the prime step. This report is made based on the allegation that the patient experience hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/10/2013 with the following findings: a review of the pump history showed dates from (B)(6) 2013. Information from the reported event date on (B)(6) 2013 has been overwritten in the pump history. A review of the current pump history showed no alarms related to the complaint. The total daily insulin deliveries added up correctly and reflected the user's programmed basal rates. Pump successfully passed a 29 hour flow accuracy test with no alarms occurring during testing. The pump was found to be operating within required specification. The history/settings issue was not able to be duplicated due to information on the reported date being overwritten.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.